Event description:
The customer reported that during a preventative maintenance check the display was half blank and the device appeared to be dropped. There was no report of patient involvement.

Manufacturer narrative:
.